Event description:
According to the reporter, during a radical hysterectomy after three hours, the device had insufficient cut, issue with opening/closing but it was not applied to tissue at that time and the tip was peeled off during pelvic lymph node dissection. It was not known which part of the tip was peeled. It was also unknown whether the peeled part was detached from the device or not. Another ligasure was used properly with the same generator. The device did not break during procedure. No piece fell inside patient cavity. The device was cleaned every time the device was returned to the nurse. The knife blade was extended which showed that the knife could not advance and stored normally but the knife did not protrude beyond the edge of the jaws and had no defect. There was no patient injury.

Manufacturer narrative:
Additional information: b5, d9 (latest return date), g3, h6 (fdd). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a radical hysterectomy, after three hours, the device had insufficient cut, issue with opening/closing but it was not applied to tissue at that time and the tip was peeled off during pelvic lymph node dissection. It was not known which part of the tip was peeled. It was also unknown whether the peeled part was detached from the device or not. Another ligasure was used properly with the same generator. The device did not break during procedure. No piece fell inside patient cavity. The device was cleaned every time the device was returned to the nurse. The knife blade had no defect and showed that the knife could advance and stored normally and knife did not protrude beyond the edge of the jaws. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: vlft10gen ft series energy platformx1 (serial#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a radical hysterectomy, the device had insufficient cut, issue with opening/closing and the tip was peeled off during pelvic lymph node dissection. Another device was used properly with the same generator. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the arcing on the device's seal plate. The arcing and knife damages were consistent with the user attempting to cut on inadequate material, such as a metal. It was reported that the component was disengaged. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that there was a device cutting issue; the device was difficult/impossible to close; the device stopped working; the jaws were difficult to open and the knife blade did not advance or difficult to advance. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The evaluation detected an unreported condition: of arcing. The product analysis noted evidence that the device was not used as intended. The arcing caused the generator to regrasp when sealing was attempted. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: avoid grasping objects, such as staples, clips, or encapsulated sutures in the jaws of the instrument. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.